Manufacturer narrative:
Product complaint # (B)(4).

Event description:
It was reported that the head and liner were replaced due to infection. There was no surgical delay. Doi: unknown; dor: (B)(6) 2022; affected side: left hip.